Event description:
According to the facility on (B)(6) 2025, the patient "was in bed and heard a pop, she looked over and saw a spark and a flame which melted the remote".

Manufacturer narrative:
According to the facility on (B)(6) 2025, the patient "was in bed and heard a pop, she looked over and saw a spark and a flame which melted the remote". Per the facility the user was not injured. No additional information was provided. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Updated: b4, g6, h2, h6. Sample was returned and customer complaint was confirmed. There were signs of contamination, including dirt and fluid ingress, present on the circuit board. Due to the serial number provided by the customer, and the significant buildup of dirt and debris, this damage is likely customer caused.